Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 3 continuously failed to operate. The field service engineer (fse) found door failure was caused by latch friction. The fse cleaned all latches and applied grease to ensure smooth operation. The system was restarted, and diagnostic tests confirmed that all doors opened and closed without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had door failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.